Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
No blood glucose levels reported. The customer reported that the battery of the insulin pump would not last long. The customer reported a failed battery alert from the insulin pump. The customer also reported a weak battery alarm from the insulin pump. The customer reported that the battery icon on the insulin pump was full but the insulin pump was alarming. The customer was advised that a new battery cap would be shipped to rule out any possible issues with the battery cap. No additional information was provided.